Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Event description:
On (B)(6) 2013, patient reported the up button on the infusion device has a tear in the rubber and the button does not work all of the time. Patient stated, the up button is sticking and is flat; the button does not respond all of the time. Patient reported the failure is intermittent. Patient stated he inserted a new battery and the issue persists. Patient reported he first noticed the issue about 2 or 3 weeks ago. Patient stated, the button does make an audible sound when depressed. Patient reported the down button on the infusion device is working properly. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.